Event description:
Patient reported she experienced elevated blood glucose, 411 mg/dl (normal = 126-175 mg/dl). Patient stated she has had to change the adapter 7 times in an 8 hour period. Patient indicated that she did receive e4 errors (occlusion). Patient indicated that she would switch to injections until the new adapters arrive.